Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported intraoperative type 1a endoleak that was resolved by a non-endologix bare metal stent and the polymer leak causing hypotension due to an anaphylaxis shock requiring a CPR. The reported type 2 endoleak (non device failure) was not confirmed this is moderately consistent with the reported adverse event/incident. Procedure related harms identified were hypotension due to an anaphylaxis shock from polymer leak requiring a CPR, access site complications requiring an additional surgical procedure, and acute respiratory complications. The most likely causation for the intraoperative type 1a endoleak was likely the polymer leak causing the poor wall to wall apposition. The most likely causation for the polymer leak could not be determined with the medical records available for review. The type 2 endoleak is a non device related failure. The final patient status was reported being stable and transferred to a rehabilitation facility. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G4: date of received by manufacturer. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was being implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). During polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied and the patient experienced hypotension evidenced by a drop in blood pressure due to a suspected polymer leak. The patient was successfully treated for an anaphylactic reaction per the device IFU. An intraoperative type ia endoleak was present. A palmaz bare metal stent (non- endologix) was implanted, and ballooning of the area was preformed to treat the type 1a endoleak, however the endoleak had improved by was still present at the end of the procedure. The patient is currently stable and is being monitored. Updated information: the reported intraoperative type ia endoleak was not present on the follow up computed tomography (CT) and has been resolved. However, a type 2 endoleak (non - device related) from a patent pair of lumbar arteries was present. The patient will continued to be monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). During polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied and the patient experienced hypotension evidenced by a drop in blood pressure due to a suspected polymer leak. The patient was successfully treated for an anaphylactic reaction per the device IFU. An intraoperative type ia endoleak was present. A palmaz bare metal stent (non- endologix) was implanted, and ballooning of the area was preformed to treat the type 1a endoleak, however the endoleak had improved by was still present at the end of the procedure. The patient is currently stable and is being monitored.